Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9315411, in which the customer has stated that they experienced an occlusion of the smartsite. The product in use at the time is reported to be a 2000e7d from lot 1025437. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1025437 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: passed PICC on 09/22 (double lumen, batch: 2300225) left jugular position central position. Exclusive tpn in one lumen and another saline lumen for atb medications (vancomycin + meronem + amphotericin), after a few days, the patient improved clinically, being suspended and leaving one lumen with des and another lumen with a valved connector (ultrasitis) ¿ 09/29 . On 09/30, one line was obstructed, the one with a valved connector and the other with an infusion of sf0.9% at 1ml/h. Via without infusion, routine sf flush 1x/shift. __ 29.nov.23: add info received. ¿ was there any harm to the patient/healthcare professional? (Detail) moderate damage - because we had to perform a new puncture on the patient and he was at risk because he was without access for a period. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? (Detail) new central catheter puncture ¿ was there exposure of blood or chemotherapy to mucous membranes or skin? (Detail) no ¿ was there notification to anvisa? If so, what is the notification number? So far it will not be held this month.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.